Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out. The right ventricular lead was found to have externalized conductors during a fluoroscopy prior to the procedure. Physician decided to leave the lead active in the patient due to the potential complications associated with replacing it. No other electrical anomalies were found. Patient had no consequences after the event.